Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked. Upon further examination, the flow restrictor was observed detached. The device was filled with 8000mg flucloxacillin in 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from july 20, 2020 - july 21, 2020. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. Visual inspection was performed, to the photograph which showed a pool of fluid inside a green bag. That contained the device, which may suggest leak had occurred. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.